Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 8bj3b04d for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Event description:
The customer reported that at 6:42 a.m., he obtained a blood glucose reading of 90 mg/dl on his contour meter. The customer was experiencing symptoms such as confusion and sweating. He ate 2 eggs for breakfast and was still feeling unwell. The customer's wife called paramedics, who ran blood test on their meter and obtained a reading of 59 mg/dl at 7:42 a.m. Paramedics gave strawberry juice and a slice of bread to the customer to increase his blood glucose levels, after which he felt better. At 9:10 a.m., paramedics ran another test on their meter and obtained a reading of 79 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.